Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event. This occurred when the customer was attempting to transmit patient data. The device was in the ambulance and had been disconnected from the patient. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, but was unsuccessful.

Manufacturer narrative:
Physio-control reviewed the downloaded device data and verified the reported issue. Physio-control then further evaluated the device and found that the negative battery pin retaining stud for battery #1 was loose in the rubber grommet. It was also determined that one of the customer's batteries could no longer be charged. After replacing the rear case, which includes the battery pin retaining studs and the battery, proper device operation was observed through functional and performance testing, the device was returned to the customer for use. The cause of the reported event was determined to be due to a loose negative battery pin retaining stud for battery #1.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event. This occurred when the customer was attempting to transmit patient data. The device was in the ambulance and had been disconnected from the patient. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, but was unsuccessful.